Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number 7285 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Event description:
A patient with an implantable cardio-verter defibrillator (ICD) was reported as deceased. Information identified in the report indicated the patient died approximately nine months post implant of the ICD. Two days prior to the death a follow up visit was done at the hospital and reported all device parameters were normal. A cause of death is not known and it was reported that the patient died suddenly.